Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Litigation alleges the patient suffers from pain. Update rec'd 11/7/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from inflammation, discomfort, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. Update 1/23/2015 - the revision operative note indicated pain and pseudotumor. No labs were provided for the alleged high metal ions. Update 11/25/2015- pfs and medical records received. The medical records reported pseudotumor, subluxation, and osteolysis at tip of greater trochanter. Serum cobalt lab level of 70 (ref 0.9) dated (B)(6) 2010 within medical records. Update ad 4 may 2018: the receipt of ppf and medical records. In addition to what were previously alleged, ppf alleges pseudotumor, constrained liner, dislocation with closed reduction, loosening of the stem, metal wear, and metallosis. After review of medical records, no operative notes provided. Added s-rom sleeve due to loosening of stem.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.